Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to an infection.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection was present in the middle ear and the conductor link was exposed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to an infection in the middle with exposure of the conductor link. The recipient has been explanted.